Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicating the patient was receiving compounded baclofen (2000.0 mcg/ml at 600.3 mcg/day) via an implantable pump. It was noted the patient had a history of multiple MRI's ordered due to the patient's diagnosis of ms, however, there was no documentation in the emr of an MRI on (B)(6) 2015. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that pump logs from (B)(6) 2015 showed a pump motor stall occurred on (B)(6) 2015 at 12:01 and a motor stall recovery was noted in the logs on (B)(6) 2015 at 12:47. No symptoms were reported. The event date was (B)(6) 2015. It was noted the cause of the stall was not determined. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.